Event description:
Customer reportedly received the following results on the aviva system within 10 minutes: 414 mg/dl, 392 mg/dl and 144 mg/dl. No adverse event reported. Requested return of suspect device for evaluation and replacement was sent.